Event description:
It was reported that during use of the syringe 2ml ls 23ga 1-1/4in dn emerald the end of plunger rod was broken when opening the package. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found the end of plunger rod broken when opening the package.

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 30773019 to investigate for this record. Visual inspection of the affected samples reveal a breakage of the syringe plunger thumb press. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. Bd has initiated corrective and preventive actions with the aim of reducing the recurrence of this kind of defect in the emerald syringes. DHR could not be performed due to the unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe 2ml ls 23ga 1-1/4in dn emerald the end of plunger rod was broken when opening the package. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found the end of plunger rod broken when opening the package.